Manufacturer narrative:
Correction: correcting h10 the reported event of no image displayed when the power is turned on was not confirmed by the repair department. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image did not appear when the power was turned on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video system center had no image. The event was found during pre-use inspection of a diagnostic otorhinolaryngology endoscopy procedure. There was no delay and the procedure was completed with the same set of equipment. There was no patient harm associated with the event. This report is related to linked patient identifier (B)(6).